Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). It was indicated that the device remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lenses (iol) had lathe lines. The iol¿s remain implanted. No additional information was provided to johnson and johnson surgical vision, inc. Note: two MDR¿s to be reported, one for each suspect product. This is report 1 of 2.